Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. During the percutaneous transluminal angioplasty (pta) procedure a 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation, however, during procedure the balloon burst. The procedure was completed with another of the same device. There were no complications reported and the patient I stable. It was further reported that the lesion was 70% stenosed, severely tortuous and severely calcified. The balloon was inflated twice at 24 atmospheres for 1 minute .

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. During the percutaneous transluminal angioplasty (pta) procedure a 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation, however, during procedure the balloon burst. The procedure was completed with another of the same device. There were no complications reported and the patient I stable. It was further reported that the lesion was 70% stenosed, severely tortuous and severely calcified. The balloon was inflated twice at 24 atmospheres for 1 minute .

Manufacturer narrative:
Device evaluated by MFR.: a mustang device batch was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied and no leaks or issues was noted with the balloon material. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified stretching along the length of the shaft. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. This concludes the product analysis.